Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged headaches, cough, and irritation with itchy eyes. There is no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer completed an internal and external visual inspection of the device. The manufacturer found unknown brown contamination under the modem side door panel and the filter side door panel, white and black contamination (dust-like) at the air input of the blower box, light dust-like contamination on top of the blower motor and the blower motor seal. The manufacturer also found unknown gray film of contamination and unknown white and black (inconsistent with degraded sound abatement foam) specs of contamination on the inside bottom of the blower box, black contamination, consistent with keratin, at the air outlet of the blower box, small piece of potential hair or fiber in the bottom of the blower box. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The device was hooked up to power supply, airflow was verified,and the device operated properly. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. The manufacturer also confirms there is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device.